Event description:
A customer reported that their pump battery would not charge, despite attempting to charge it using different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Cts also guided the customer on how to put the pump into storage mode before returning it and confirmed the shipping address. The customer agreed to return the problematic pump using a pre-paid label within ten days.